Event description:
A surgeon reported that the intraocular lens (iol) was bad. It is unknown if there was a patient contact with the device. A dcb00 model lens was used instead. No further information was provided.

Manufacturer narrative:
Section age or date of birth, weight and ethnicity: unknown, information was requested but not provided. Implant date: if implanted, give date: unknown/not reported; it is unknown if the iol had any patient contact or if it was implanted. Explant date: if explanted, give date: unknown/not reported; it is unknown if the iol had any patient contact or if it was implanted. Device evaluation: the product testing could not be performed as the product was not returned for evaluation. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing records review was performed, and no nonconformity report was found as part of this manufacturing records review. The product was manufactured and released according to specifications. A search in complaint system revealed that no other complaints were received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. Attempts have been made to obtain missing information; however, to date, the information has not been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.